Manufacturer narrative:
The mayfield infinity skull clamp was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The lock had rotational and lateral movement and required replacement of worn internal parts. Root cause -complaint confirmed via inspection of the unit. The lock had rotational and lateral movement and required replacement of worn internal parts as a result of routine use and wear. Additionally, improper or suboptimal placement of the skull clamp on the patient can contribute to slippage of the patient in the pins. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
Medwatch with MDR report #(B)(4) was received: "patient in operating room for craniotomy for tumor excision. Patient position with mayfield skull clamp during case by md. During skin closure, patients head slipped out of pins causing a 0.5 inch and 0.25 inch laceration on forehead. Laceration sutured closed." Additional information was subsequently received: per the physician's notes: ¿after thorough preoperative evaluation, this patient was brought to the operating room placed on the operating table in a supine position. Her left shoulder was gently bumped using a shoulder roll, and the head turned to the right thus exposing the temporoparietal area. Her head was affixed in a mayfield head holder.¿ the patient was not repositioned. Approximately 2.5 hours was the length of time the product was in use before the event occurred. 60-65 pounds pressure was applied to the patient. There was no delay in surgery reported. Patient was removed from the mayfield and normal padded or head piece was replaced after incision was closed. Physician assistant closed 1 site with suture and 1 with staples. The other site did not require closure. Lacerations were either sutured or stapled for closure and dressings applied.